Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient was hospitalized on (B)(6) 2025 due to bent cannula leading to huperglycemia. The blood glucose level was 534 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005527 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional test (flow) according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6005527 was manufactured according to the wi version 26 manufactured in the line 1, on 17/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 07/may/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6005527 and no other complaint have been registered in database for the same lot 6005527 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.